Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating their ins did not die overnight, and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative, reporting that the issue of needing to recharge too often and the feeling that the ins battery was dropping by 50% on a daily basis had been going on for the past 2 years. The rep reported that the recharging interval calculations indicated that: left: c+1-2- 100pw 185hz 4.7 volts 562 ohms right c+ 10- 100pw 185hz 3.8volts 1010 ohms 6.49 low , 8.66 empty the rep reported that the recharger data showed that on (B)(6) 2018, the patient ended the day at 3.855v, which was 62.5%-75% full, but on (B)(6) 2018, when the patient started charging they were at 3.805v, 50-62.5% charge. The rep reported that based on the data, the implant was not depleting as quickly as the patient had indicated. The rep reported that the patient's recharger antenna was damaged. A replacement antenna and adhesive discs for recharging were sent to the patient. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that since getting their rechargeable ins, they have not always seen all the coupling bars and have had coupling issues. The patient also reported that starting 2-4 years ago, their ins no longer charged to 100% full but would only charge to 75% full. The patient also reported that on (B)(6) 2018, they woke up and their ins was completely dead. The patient reported that they charged the device less than 24 hours previously, and that nothing like that had ever happened before. The patient reported that they always charged to 3/4 full and that when they went to the healthcare provider's office today, their ins was at 1/2 battery. The patient reported that while attempting to recharge during the call, they were getting 0 coupling bars. The patient reported after turning the antenna dial that they were able to get 4 bars. The patient reported that they did not use the recharging holster as it was awkward, but that the recharger stuck to their skin pretty well. The patient also reported that about a month previously ((B)(6) 2018) that a manufacturer representative (rep) changed the patient's settings and "pushed up the average" at their last appointment. The patient reported that they had another appointment with their healthcare provider (hcp) in 2 weeks. No further patient complications have been reported as a result of this event.